Event description:
Additional information received from a health care professional reported that the patient's spinal cord stimulation was functioning well. The pain had resolved and no actions/interventions were taken to resolve the pain.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient had back pain. There were no falls/trauma reported that could be related to the issue. The patient reported that there was a recent medical test/electromagnetic interference exposure; she visited the dentist when this started happening. The back pain was noted to have been a sudden change in therapy/symptoms. The patient's back had been hurting her since (B)(6) 2016. She had been going to the doctor to get injections and had a shot on (B)(6) 2016. The patient then went to the dentist on (B)(6) 2016 and didn't have her stimulation on, but when she got home her legs started hurting. By (B)(6) 2016 the patient was in bed and by (B)(6) 2016 she was in a wheelchair. It was noted that the patient used a heating pad on her back on the low setting. The patient was to follow-up with a health care professional. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's pain medication was increased and a manufacturer representative was contacted to check the device and re-instruct the patient to make sure she knew how to use the device. It was noted that the patient's pain decreased.